Event description:
A device was returned to a third-party service center for service. There was no report of serious patient harm or injury. There was no report of medical intervention. The unit dose not started. During the evaluation of the device, they found pca is burned. Sieves are clogged. Inlet filter needs to be replaced due to preventive maintenance.